Event description:
On (B)(6) 2022, a distributor reported a complaint to infutronix on behalf of an end user. "The customer was zippering the black bag back up and the tubing got caught in the zipper and when she finally got it unstuck open again she found that it had yanked the tubing off the side of the pump at the distal end." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The event took place during an infusion. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.